Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having the irritation before being fit with the equipment. The irritation was described as pink raw irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied aquafor to the area and then the home health nurse suggested the patient apply sarna to the area instead. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having the irritation before being fit with the equipment. The irritation was described as pink raw irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied aquafor to the area and then the home health nurse suggested the patient apply sarna to the area instead. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.